Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon rupture occurred. The 100% stenosed, calcified target lesion was located in a moderately tortuous unspecified vessel. An 8mm x 1.50mm apex balloon catheter had been advanced to treat the target lesion. During the first inflation, the balloon ruptured at 10 atmospheres. The procedure was completed with an unspecified different device. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing records were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.